Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 1 year, 8 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient had been experiencing occasional positional dizziness with subsequent low flow alarms. Multiple system controller exchanges were performed, however, the low flow alarms continued. The patient was admitted to the hospital on an unspecified date and was found to have a pulsatility index between 2-3 and responded to fluid repletion. The patient's alarms were determined to be clinical and not hardware related. Additionally, it was reported that the inflow cannula was known to be positioned very close towards the left ventricle anterior wall, therefore the patient has never had optimal flow. No plans for intervention were reported and no additional information was provided.

Manufacturer narrative:
The patient remains on vad support an no further events have been reported. A full evaluation of the device could not be conducted as the device remains in use. The root cause of the low flow values and low flow hazard alarms could not be determined during the investigation. Evaluation of the submitted system controller log files confirmed the reported low flows, but the pump speed remained above the low speed limit. Furthermore, submitted images confirmed tight bends in the outflow graft, and that the inflow conduit was positioned toward and very close to the left ventricle anterior wall. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the patient's lvad outflow graft was long with fairly tight bends. This could also have contributed to the low flow alarms the patient received.